Event description:
It was reported that the implant was removed due to pain and being placed too close to the adjacent tooth's root tip.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with minor signs of use. Implant matched prints when measured and compared to drawing specifications. No malfunction was noticed during product evaluation that will contribute to the event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 30 and was used for approximately 14 days. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to pain and being placed too close to the adjacent tooth's root tip. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.